Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that he let his stimulator battery deplete and he is not feeling stim after he charged the ins complete. The circumstances that led to the reported issue were unknown. Patient connected to the ins with the controller pt verified that stim is on. Pt's spouse stated pt had a spell where his ammonia levels increased and he was confused and weak for a short time which caused him to let his ins charge run down.